Event description:
It was reported that a vns patient was hospitalized due to continuous seizures. The last time the patient's vns device had been checked was two years ago. The patient was sent to a neurologist who could check his vns device. Follow up with that neurologist revealed that he believed the generator has reached end of service as he cannot communicate with it. The neurologist believes the vns device could have been at end of service for a long time. The neurologist has no past records on the patient, so the relationship of the patient's current seizure level to pre-vns baseline is unknown. Generator revision surgery is likely.